Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two infusion set tubing were leaked at the insertion site location which led to high blood glucose level of 300 mg/dl range on 12/may/2024 and 13/may/2024. Adhesive patch wet. The infusion set in use for 1 day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09898 - device 2 of 2. (B)(6).